Event description:
This case was reported by a pharmacist and described the occurrence of hypersensitivity in a female pt who received denture adhesive powder-cmc or double salt (super corega powder) powder for denture adhesion. Concurrent conditions include denture wearer. In 2013 the pt started denture adhesive powder-cmc or double salt. In 2013, the pt experienced hypersensitivity, swelling of tongue, tongue brown and respiratory difficulty. The pharmacist lodged a product complaint. The pharmacist considered the events to be clinically significant (or requiring intervention). The pt presented to a medical center and was treated with systemic corticosteroids. The pt was instructed to take a five day course of oral corticosteroids. It was not reported whether the pt was admitted from the emergency room. Treatment with denture adhesive powder-cmc or double salt was discontinued. At the time of reporting, the brown tongue had improved as it had almost returned to its normal color while the tongue swelling and respiratory difficulty had resolved.

Manufacturer narrative:
The reporting pharmacist considered the events were probably related to treatment with denture adhesive powder-cmc or double salt. The pharmacist received the report via the daughter of the pt. The report was initially received by the quality assurance department at gsk. Follow-up was received on 09/06/2013. The pharmacist provided the pt's initials and reported that she was (B)(6) years of age. The pt was a frequent user of corega cream and had not experienced any adverse event or allergic reaction. This was the pt's first time using super corega powder. Super corega powder (distributed as super poligrip powder in the united states), is manufactured in (B)(4), and neither the product nor the lot number for this product is available. (B)(4).